Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts to power it on and charge it, with red light blinking around button and no vibration or display response. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed on steps to attempt bootup, was informed they would receive replacement pump with updated software, and was advised to let battery fully deplete, return nonworking pump within 10 days using provided shipping materials, and then program pump settings and reconnect continuous glucose monitor to replacement pump, and pump replacement was arranged under warranty.